Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The sds is expected to be returned for investigation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the common iliac coronary artery. Two 9x39mm omni elite otw stent delivery systems (sds) were advanced to the lesion in a bilateral kissing technique. While advancing to the lesion site it was noticed that the stent was misaligned with the balloon markers due to it slipping distally. A decision to attempt and remove the sds was made; however, the stent kept slipping. The stent was placed in the intended lesion site and it partially deployed on the distal end of the balloon and released off the system. A smaller unknown balloon was advanced to fully deploy the stent at the intended site. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The deployment issue and stent movement was not confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.